Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 19-jun-2024 one infusion set was leaking at site. The infusion set is long for 3 days. No further information available.